Event description:
Number (B)(4). Event occurred in france. It was reported that the patient faced infusion set not adhering enough long event on 16-may-2024. The patient had to change infusion set earlier than the 7 days expected. No further information was available.

Manufacturer narrative:
E1: (B)(6). H11: since no lot number is available, a detailed investigation, tests on reference samples or batch review cannot be conducted. Therefore, this complaint will be closed, this issue will be monitored through pms product trends and malfunction. If any trends picked up, this will flag on the trips and alerts according to the omqr procedure.